Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) was over-sensing signals in the form of myopotentials and noise. The patient was asymptomatic. The pm was reprogrammed and the patient was stable post intervention.